Event description:
Sales rep reported that whilst professor fehily performed a total hip procedure, when removing the pelvic checkpoint (with bone nibblers) from the patient it was retrieved incomplete with the remainder of the checkpoint pin being left in the patient. The remaining metal was subsequently removed from patient with surgical intervention and procedure commenced.- a delay to surgery of around 10 minutes.

Manufacturer narrative:
Reported event: it was reported that the checkpoint broke during extraction and was removed leading to a surgical delay. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: review of the product history records indicate 258 devices were manufactured under lot no w58224-1 and accepted into final stock on 06/25/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot w58224-1 shows no additional complaints related to the failure in this investigation. Conclusions: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Sales rep reported that whilst professor fehily performed a total hip procedure, when removing the pelvic checkpoint (with bone nibblers) from the patient it was retrieved incomplete with the remainder of the checkpoint pin being left in the patient. The remaining metal was subsequently removed from patient with surgical intervention and procedure commenced. A delay to surgery of around 10 minutes.